Manufacturer narrative:
It was reported that an adjustment knob came off of the rollator and the end user fell, fracturing her right ankle. No medical treatment was provided, the bone was left to heal on its own. Minimal details were provided regarding this incident. The sample was returned and evaluated. The sample was in used condition with one knob missing. All received knobs and threaded inserts were fully functional. The front and rear casters showed signs of extensive use and the wheels were worn. The frame was bent and the right rear leg fractured. It is unknown if any maintenance was done to this device. The manual states that the rollator should be checked periodically to ensure that the brakes are working properly and that all nuts and bolts are secure. A root cause has not been determined.

Event description:
The end user fell while using the rollator and fractured her right ankle.